Event description:
Reportedly, a teo dr pacermaker was implanted as a replacement, programmed mode of the old pacemaker was safer-r. The pacemaker was implanted and then interrogated, automatic implant detection was still running at this point and was aborted. The pacemaker was already programmed to safer and bipolar sensing. Because this was an out-patient procedure, it was attempted to program to safer-r (the mode which worked fine for the patient with the previous device). At once the pacing rate increased from 60 to 90 bpm. Rr was reprogrammed to g only, but no immediate decrease in pacing rate was observed. Rr was then programmed to rr auto learn. The patient was lying down, no fast breathing was observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.